Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events and was said to be stable following the procedure.